Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient alleged after six months of being implanted, she suffered many problems because of the corrosion of the protein materials.